Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Although, a visual evaluation utilizing a photo was conducted. Upon visual evaluation of the image provided in the complaint, no apparent damage could be identified in the implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 375cc mentor memory gel breast implant prosthesis. Post-operatively, the patient experienced bilateral rupturing of their breast implants. A result, the patient underwent removal on an undisclosed date. Refer to manufacturing report number (B)(4) for the contralateral event.

Manufacturer narrative:
On april 07, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on may 01, 2022. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2022, mentor received additional information. The date of explantation was provided as (B)(6) 2022. Additionally, a patient identifier, date of birth, and replacement device were provided. Replacement device: 215cc mentor memorygel breast implant. On march 21, 2022, mentor became aware that a error was made in the initial report. The patient gender should have been populated as female. Additionally, the following fields should have been populated as "no": d7a. Is this a single-use device? D8. Was this device serviced by 3rd party? D9. Device available for evaluation? Manufacturer¿s reference number: (B)(4) in the initial, a3. Gender: should have been female. Additionally, d7a. Is this a single-use device?, d8. Was this device serviced by 3rd party?, d9. Device available for evaluation? Should have all been marked "no".